Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 332 to 360 mg/dl. The customer's current blood glucose is 248 mg/dl. Customer ahd blood glucose level of 502 mg/dl at the time of incident. The customer did provide symptoms such as a nausea as a result of high blood glucose. Customer also stated that the insulin pump had blank display and the battery cap was damaged. The customer was treated by bolus. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.